Manufacturer narrative:
H3 other text : discarded by customer.

Event description:
It has been reported that 16 pad sets had one of the pads stuck to the liner. All pad sets were discarded by the customer. There was no patient involvement.